Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas displayed repeated alert 32, indicating a delivery motor communication error during training, and the device was power-cycled multiple times and placed on the charger with the alert recurring, after which a replacement was arranged, and user education and troubleshooting were provided. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health, no medical intervention, and no hospitalization. Investigation included technical troubleshooting, device restart attempts, and guidance to sync data and return the device for assessment. Investigation of the returned device revealed a delivery motor communication malfunction consistent with a motor processor communication error in the pump assembly that was not resolved through standard reboot and charging steps.